Event description:
The lens twisted coming out of the insertion device into the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
The results of the evaluation of the returned device showed a pusher body to shaft nylon joint bond failure. Review of the device history record for this lot did not produce any findings relevant to this report. Corrective action has been initiated.